Event description:
Additional information received noted that the pacemaker exhibited failure to sense again on (B)(6) 2024. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of device unable to sense was not confirmed. The pacer was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis were normal with no anomalies found. Further evaluation, including sensitivity tests at most sensitive conditions did not find any sensing anomaly and visual inspection of the header and connectors did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker failed to sense. The pacemaker was reprogrammed on 13 nov 2023. The patient was in stable condition.